Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. There was no evidence to review in the device's event history log. A visual inspection was performed and the reported issue was duplicated. The pump was found exhibit a bubbled dso seal and broken ground pin on the main board. It was determined that the cause was due to the mainboard. As a result, the mainboard was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a sensor issue and would not boost the dose. No patient injury was reported.